Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found parity errors in the device code which are believed to be the cause of the issue. The cause of the parity errors could not be determined.

Event description:
It was reported that when the patient went to the ER, the patient exhibited heart block. The device displayed an error message. The device was explanted and replaced.